Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 75mm from the tip. The outer shaft had damage at 75mm from the tip. The damage is consistent with an interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 13apr2021. It was reported that the device failed to cross the lesion. The 90% stenosed, 24mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A stingray lp catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed a hole in the inner shaft.